Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(6 2012, the lay user/patient in (B)(6) contacted lifescan, alleging an onetouch verio iq meter was reading inaccurately when compared to a back up meter. The patient did not allege any harm or injury due to the reported issue. The patient reported blood glucose results of "1 - 1.7 mmol/l difference" on an lfs meter and a onetouch ultramini meter but did not report the exact values, performed within 30 minutes of each other. Based on statistical methodology the calculated difference of these glucose results exceeds lifescan's criteria for accuracy reporting. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an inaccurate reading. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.